Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a very calcified right coronary artery. After a non-bsc guide extension catheter and a guide catheter were placed, a 2.50 x 12 mm synergy ii drug-eluting stent was advanced for treatment but the device could not cross a previously placed stent. When the device was pulled back, the extension catheter sheared the stent off from the delivery system. A balloon and a wire was advanced via right radial access and trapped the stent. As everything was pulled back, the stent was lost in the right axillary artery and that is where the stent remained. It was noted that the stent was in an "okay" place and the decision was made to leave the stent in the axillary artery. The patient was not sent for surgery and the procedure was completed with another synergy stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: stent delivery system was returned for analysis. A visual examination of the stent found that the stent was detached from the delivery system and was not returned for analysis. The maximum crimped stent profile measurement at the time of manufacture was within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Stent crimp markings were present on the balloon body indicating the stent was crimped to the balloon prior to shipping. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a very calcified right coronary artery. After a non-bsc guide extension catheter and a guide catheter were placed, a 2.50 x 12mm synergy ii drug-eluting stent was advanced for treatment but the device could not cross a previously placed stent. When the device was pulled back, the extension catheter sheared the stent off from the delivery system. A balloon and a wire was advanced via right radial access and trapped the stent. As everything was pulled back, the stent was lost in the right axillary artery and that is where the stent remained. It was noted that the stent was in an "okay" place and the decision was made to leave the stent in the axillary artery. The patient was not sent for surgery and the procedure was completed with another synergy stent. No patient complications were reported and the patient's status was fine.